Manufacturer narrative:
Insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarm noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. Insulin pump had moisture damage noted on lcd board.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated moisture may have got into the insulin pump. Troubleshooting was done. Customer's blood glucose was 307 mg/dl. She treated with injection. Customer declined to troubleshoot for high blood glucose. Advise the customer that button error could stop insulin delivery. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)